Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tubing on the port access needle was leaking. The port was de-accessed and a new needle was placed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the extension set tubing near the connector was confirmed, and it appeared that the damage was associated with use of the device. One 20g x 0.75¿ powerloc max infusion set was returned for investigation. Evidence of use was observed on the sample. The infusion set was received with a non-vad injection cap attached to the luer adaptor. Tape residue was observed on the extension set tubing. The clamp had been closed over the extension set tubing. A breach was observed in the extension set tubing just distal to the luer adaptor. The adjoining surfaces of the breached tubing were rough and granular. What resembled beach marks were observed on the adjoining surfaces of the breach. The tear was located across the adhesive fillet. The length of the adhesive fillet was within specification. Due to the evidence of use, it was determined that the tear developed over time. It is possible that tensile and/or torsional stresses caused the tear to develop during use. This can occur with patient movement, manipulation of the luer adaptor, or inadvertent pulling on the extension set.

Event description:
It was reported that the tubing on the port access needle was leaking. The port was de-accessed and a new needle was placed.